Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that patient presentedto hospital with tenderness, warmth and drainage from their implantable pulse generator (ipg) implant site. It was noted that their breast prosthesis ruptured into the ipg pocket causing erosion. The ipg system was explanted and replaced with a leadless ipg.  No further patient complications have been reported as a result of this event.